Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3261292, is 24g and product code is 383904, produced on 2023/10, with a total of (B)(4) in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer did not return any samples or photos, cannot confirm the specific defect status; 3.take the retained sample of this batch for occlusion test and flow test , and no abnormality was found. Test report refer to attachment 1. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the complaint trend of the defect.

Event description:
No additional information provided.

Event description:
For the patient to leave an intravenous indwelling needle, the infusion device connected to the indwelling needle needleless airtight connector, the liquid can not be removed, remove the airtight connector, the liquid is smoothly discharged, or need to be repeatedly loosened and tightened the connection between the infusion device and the indwelling needle needleless airtight connector can be out of the liquid, considering the removal of the needleless airtight connector, the connection between the indwelling needle and the infusion device is prone to cross-infection, and then communicated with the patient to change to the disposable steel needles.

Manufacturer narrative:
This MDR was submitted with the incorrect event type. Flow rate slow / occluded is the correct event and is not a reportable malfunction.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus y 24ga x 0.75in ss prn npvc adapter / connector defective / damaged. For the patient to leave an intravenous indwelling needle, the infusion device connected to the indwelling needle needleless airtight connector, the liquid can not be removed, remove the airtight connector, the liquid is smoothly discharged, or need to be repeatedly loosened and tightened the connection between the infusion device and the indwelling needle needleless airtight connector can be out of the liquid, considering the removal of the needleless airtight connector, the connection between the indwelling needle and the infusion device is prone to cross-infection, and then communicated with the patient to change to the disposable steel needles.